Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with unknown phone with unknown operating system version. The customer was unable to access their freestyle librelink data due to not knowing how to turn on data. As a result, the customer was unable to monitor glucose with sensor readings, requiring treatment of insulin (type/dose unknown) by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported app training issue. The reported issue was investigated, found no connection between the customer's reported application and the customer's reported issue. The investigation did not identify the app because the reported issue was associated with the training related issue. No malfunction was identified with the customer's reported application. Therefore, this reported issue is not confirmed with the customer's reported application. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with unknown phone with unknown operating system version. The customer was unable to access their freestyle librelink data due to not knowing how to turn on data. As a result, the customer was unable to monitor glucose with sensor readings, requiring treatment of insulin (type/dose unknown) by a healthcare professional. There was no report of death or permanent impairment associated with this event.